Event description:
The patient was performing a cartridge change and the pump reportedly started pushing insulin out of the cartridge during the load step. The patient removed the cartridge before all the insulin was pushed out. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1 04/03/2012-device evaluation: the pump has been returned and evaluated by product analysis on 03/06/2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During testing, the load step did not detect the filled cartridge emitting a "no cartridge detected" warning. Evaluation revealed that the force sensor was out of calibration. Unrelated to the complaint, the keypad and bolus button were found to be damage and the keypad was found to be intermittently responding. A damaged keypad or button will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad and damaged button are obvious and detectable and should alert the user to discontinue use of the pump. Also unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
Recall # 2531779-03/24/2010/003-r. The pump has been returned to animas. Evaluation is not yet complete. When evaluation is completed the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.